Event description:
A malfunction was reported on the customer's pump, specifically showing malfunction code 3, which could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use manual daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent. Technical support provided instructions on the necessary steps upon receiving the replacement pump and on returning the faulty pump, all of which the customer understood and acknowledged.